Event description:
It was reported that the patient experienced a couple of urinary tract infections so the patient was not using the purewick urine collection system currently. It is unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to the inspection error which leads to unaware effect or the supplier issue which provide the poor shell this leads to skin irritation or dermatitis or minor blistering appearance or skin tears or skin lesions. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced a couple of urinary tract infections, so the patient was not using the purewick urine collection system currently. It is unknown what medical intervention was provided for the urinary tract infection.